Manufacturer narrative:
Submit date: 12/28/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports while drawing up fluid they are finding that they meet resistance and have to work the plunger 2-3 times before being able to draw up the fluid. On one occurrence there was leaking at the hub between the needle and syringe.

Manufacturer narrative:
An investigation of the reported condition was performed. The actual sample(s) involved in the complaint event was received for evaluation. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for lot was reviewed. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacturing site received one unpackaged sample with this customer report. A complete investigation was performed. A visual inspection to the quality inspection standard was conducted; no issues were identified. The lab performed a plunger activation force test. The measured breakaway force and pull force for the samples were acceptable in accordance with iso. The result was as following: breakaway force was 0.92 lbf. Iso acceptable criteria are <(><<)> 2.248 lbf. Pull force was 0.34 lbf. , iso acceptable criteria are <(><<)> 1.124 lbf. The syringe passed the test. Leak testing was performed. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. The syringe sample did not pass the leak testing. A second leak test was performed using a different syringe sub assembly to determine if the issue was in the syringe barrel or in the hooded needle assembly. The second syringe sample also did not pass the leak testing. The site received a second set of unpackaged samples for evaluation. A complete investigation was performed. One of the syringe samples was received without a sheath and the hooded needle assembly was extended and in the locked position. No issues were identified on either of the syringe samples. The lab performed plunger activation force testing. The measured breakaway force and pull force for the samples were acceptable in accordance with iso. The result was as following: syringe #1: breakaway force was 0.65 lbf. , iso acceptable criteria are <(><<)> 2.248 lbf. Pull force was 0.23 lbf. , iso acceptable criteria are <(><<)> 1.124 lbf. The syringe #1 passed the test. Syringe #2: breakaway force was 0.55 lbf. , iso acceptable criteria are <(><<)> 2.248 lbf. Pull force was 0.34 lbf. , iso acceptable criteria are <(><<)> 1.124 lbf. The syringe #2 passed the test. Leak testing was performed. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. The sample with the hooded needle assembly activated could not be leak tested. The one syringe sample passed the leak testing. The second sample with the hooded needle assembly activated could not be leak tested. The issue of leaking syringe was confirmed on one of the three reportable syringe samples. The lab performed plunger activation force testing. The measured breakaway force and pull force for the samples were acceptable in accordance with iso. The standard quality procedure was reviewed and indicates ¿leaking¿ is classified as major b with aql= 0.25. Lot p728648x was produced with 76,800 pieces. Per aql inspector slide rule, ansi/asq z1.4-2008, level ii aql = 0.25 with 500 piece sample has accept/reject on 3/4 pieces. The three reportable syringe samples did not exceed the acceptable quality limits. A definitive root cause was not determined, but potential contributing factors to leaking syringe or tightened plunger action include, but are not limited to: over-sized syringe barrel i.d. The syringe barrel i.d. Is gauged periodically during the production process to ensure dimensional specifications are met. Misalignment of the rubber tip on plunger rod or mal-formed rubber tips. The plunger and rubber tip is visually inspected periodically during the production process for appearance and assembly to the plunger rod. Not intended use or not following instruction standard using liquid which damaged the rubber tip or more the one time use of the syringe. Uneven silicone on the rubber tip make the plunger difficult to draw uneven silicone in syringe barrel, during assembly barrel is not straight, causing the adhesive to be misplaced. Exercising the plunger in the barrels prior to use will redistribute the silicone and make the plunger action easier. The plunger is exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. The product is also tested to assure that the needle contains sufficient lubrication for ease of needle insertion during use. Periodic audits are conducted to ensure the quantity of barrel intern diameter (i.d.) Silicone is within specification limits. Operator routinely examine product to ensure it meets acceptable quality level (aql). A lot cannot be released unless it passes all visual and physical testing requirements. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The following control mechanisms are in place to prevent the occurrence and acceptance of leaking or tightened plunger action in assembly processes: the manufacturing site maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. The resin must pass an inspection, physical testing and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, printing, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrels and the molded plungers is conducted within a validated process. The critical dimensions of the molded barrels and plungers are gauged to ensure molded components meet dimensional specifications. Molding tools are periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. The assembly equipment is periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes all specification requirements. Inspectors routinely examine product to ensure it meets aql. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Per the manufacturing site procedure, complaint trends will be evaluated during the monthly corrective and preventive action (CAPA) meeting to determine if a CAPA is warranted. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: 08/15/2018, additional lot number provided. P732506x an investigation was performed for the reported customer complaint: ¿the customer reports while drawing up fluid they are finding that they meet resistance and have to work the plunger 2-3 times before being able to draw up the fluid. On one occurrence there was leaking at the hub between the needle and syringe.¿ subsequent to the initial investigation, the customer returned supplementary samples from the same lot(s) as identified in the previous report. An investigation was conducted on these samples in relationship to the reported customer complaint. A review of the device history records (dhrs) for the reported lot numbers (p728648x/p732506x) indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. In addition, the hooded needle assemblies that were used to manufacture the syringe assemblies were identified to be from lot no.723446. Again, all product and specification requirements were met. No lot can be released unless it passes all quality and conformance requirements. Molded component records were also examined with no issues noted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes related to this reported event. Three (3) unpackaged syringes with three (3) opened blister strip packages were received. Two (2) were identified with lot no. P732506x and one (1) was identified with lot no. P728648x. All three detachable needle assembly samples had no sheath attached; the safety shield was extended, and was in the locked position. Visual inspection identified no other deficiencies. Leak testing could not be conducted on the actual samples received. To conduct the leak test, the needle assembly was removed from the syringe assembly and a different detachable needle assembly was attached to the syringe assembly. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. All three of the syringe assemblies passed the leak testing. Plunger activation force testing, which measures breakaway force and pull force, was performed on all samples. The three syringe samples did not exceed the acceptable quality limits. Results were passing. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. The product is also tested to assure that the needle contains sufficient lubrication for ease of needle insertion during use. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. During the manufacturing of the syringe assemblies, control mechanisms are in place to prevent the occurrence and acceptance of the reported conditions during the molding, printing, assembly and packaging processes. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Potential causes or contributing factors of a tightened plunger may include: an over-sized barrel i.d., misalignment of the rubber tip on plunger rod or mal-formed rubber tips, not intended use or not following instructions, using liquid which damaged the rubber tip more the one time use of the syringe, uneven silicone on the rubber tip making the plunger difficult to draw or uneven silicone in syringe barrel, during assembly barrel is not straight, causing the adhesive to be misplaced, exercising the plunger in the barrels prior to use will redistribute the silicone and make the plunger action easier. It was unable to be determined whether any of these scenarios occurred. At this time, there is not enough information to warrant the initiation of any further action. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.